Event description:
In 2006, the lay user/patient contacted lifescan canada alleging that the one touch ultra had a power issue (does not turn on). The medical affairs specialist obtained the following information from the customer care advocate's documentation. The patient was feeling sick one day earlier and attempted to test on the meter before and during symptoms, but could not get the meter to power on. The patient reported having symptoms of a headache and her eyes hurting and did not take any actions following the attempted use of the meter. Later the same day at 11:45am, she went to her doctor's office, was sent to the lab for a blood glucose test, and obtained a "9 something" result on the lab's meter. The doctor gave her oral medications for diabetes and the patient was sent home. This complaint is being reported because the patient was unable to test on the meter before and during symptoms. The customer care advocate verified that the reported meter's battery was in good condition and was replaced per the owner's manual. The cca walked the patient through troubleshooting, but was unable to resolve the power issue. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evauation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.